Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin injection (1 gm, intraperitoneal, every 5th day, discontinued) and amikacin injection (100 mg, intraperitoneal, once daily, discontinued) for peritonitis. Pd therapy was ongoing. It was reported that retraining on proper aseptic technique was performed for the patient and the caregiver. At the time of this report, the patient has recovered from peritonitis event. No additional information is available.

Manufacturer narrative:
Additional information: b7. Should additional relevant information become available, a supplemental report will be submitted.